Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
It was reported to physio-control that the customer's device powered off several times when it was used to monitor a patient during transport. The crew powered the device back on each time after it had powered off. However, the device kept powering off by itself. There was no adverse patient outcome.